Event description:
Healthcare professional reported right side baker grade IV. Device was unilaterally replaced.

Event description:
Healthcare professional reported right side baker grade IV. Device was unilaterally replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, white particles in the shell crease fold and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side baker grade IV. Device was unilaterally replaced.